Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 2.10h. Retainer ring = clear. On (B)(6) 2021 the customer reported a crack in the pump going from the battery cap at the top all the way across the side and then slides into the keypad. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, cracked keypad overlay. In summary, the customer¿s report of a crack was confirmed during visual inspection.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.